Manufacturer narrative:
Initial.

Event description:
It was reported that the user had been off the ilet for several days using insulin pens and attempted to reconnect but was unable to due to a previously described connection error, after which the user was advised to revert to backup therapy with subcutaneous insulin pens. Symptoms included hyperglycemia, with the pump displaying high. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, while a usage problem was identified; the event related to an improper or incorrect procedure or method, and no device component term was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.